Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/72 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿benefits of permanent his bundle pacing combined with atrioventricular node ablation in atrial fibrillation patients with heart failure with both preserved and reduced left ventricular ejection fraction.¿ j am heart assoc. 2017;6:e005309. Doi: 10.1161/jaha.116.005309. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this lead model. The article reported that there were two (2) patients who experienced 3rd degree heart block; both of which recovered during the procedure. There were also eight patients who had ¿temporary¿ right bundle branch block; seven of which recovered during the procedure. There were also two patients who had hospitalizations due to device replacement and/or infection. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event